Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose at 274 mg/dl and rising after dinner, while using a contact detach infusion set; troubleshooting indicated a probable infusion set issue and the user was instructed to replace the set and monitor glucose for 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms. Investigation included customer interview and troubleshooting with education on infusion set replacement and monitoring. Investigation of this case revealed suspected infusion set occlusion or site failure leading to inadequate insulin delivery, with resolution steps implemented by replacing the infusion set and observing subsequent glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.